Event description:
It was reported that interlink ext 1 adapter line std bore was damaged and leaked blood. The following information was provided by the initial reporter: according to the customer¿s report, the connector was broken at its root and blood leaked from the connection between the injection site and the connector. The product had been used with no problem from the start of infusion to the time when the leakage was discovered by a nurse on day 2 of treatment. The drug used is unknown. This patient is an inactive patient who cannot even turn over.

Manufacturer narrative:
H6: investigation summary: from the photo provided, it was confirmed that the connection between the injection site and the luer on the inflow side of the chemical solution was disconnected. The connection between the injection site of this product and the lure on the chemical inflow side is glued and fixed. A device history review could not be completed as no batch number was provided. The manufacturing plant conducts a 100% leak test during the process, and if there are cracks or breaks in the connection, it is judged as a defective product and discarded. In addition, since it was used without any problem until the event occurred, it is possible that an excessive load was applied due to some influence during use and the injection site connection was damaged. Did not reach.

Manufacturer narrative:
The manufacturing location for this product is baxter. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that interlink ext 1 adapter line std bore was damaged and leaked blood. The following information was provided by the initial reporter: according to the customer¿s report, the connector was broken at its root and blood leaked from the connection between the injection site and the connector. The product had been used with no problem from the start of infusion to the time when the leakage was discovered by a nurse on day 2 of treatment. The drug used is unknown. This patient is an inactive patient who cannot even turn over.